Manufacturer narrative:
This report was filed in error. This is one of three reports from this procedure filed solely for gel discoloration. Pad gel discoloration alone is not an MDR-reportable scenario. The OEM investigator noted, ¿on occasion, the valleylab polyhesive conductive adhesive may have areas or spots of discoloration within the gel. This is of no clinical consequence. The small areas of discoloration on the pads are due to tarnish on the surface of the conductive foil beneath the polyhesive material. The discoloration is the result of the aqueous environment provided by the polyhesive in contact with the metal foil. Past investigations have demonstrated that discoloration does not affect the integrity or safe use of the product." Thus, the issue of pad discoloration is not considered a MDR reportable event. (B)(4).

Event description:
Note: this report pertains to one of ten devices used during the same procedure. Manufacturer report # 3005099803-2010-02150, 3005099803-2010-02151, 3005099803-2010-02152, 3005099803-2010-02153, 3005099803-2010-02154, 3005099803-2010-02155, 3005099803-2010-02156, 3005099803-2010-02157 and 3005099803-2010-02159 address the other devices. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator, a leveen coaccess electrode system, and eight polyhesive patient return electrodes were used during a rfa (radiofrequency ablation) procedure in the pelvis on (B)(6), 2010. According to the complainant, during the rf procedure, a console error (p1) occurred twice. The first error appeared while ablating at 120 watts approximately seven minutes into the procedure. The physician changed all four pads, but the same error (p1) recurred. At this time, the physician partially retracted the electrode needle until roll-off occurred then re-deployed a few minutes later. The procedure was successfully completed with no patient burns. However, post procedure, brown marks were observed on the patient / gel side of each pad. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Event description:
Note: this report pertains to one of ten devices used during the same procedure. Manufacturer report # 3005099803-2010-02150, 3005099803-2010-02151, 3005099803-2010-02152, 3005099803-2010-02153, 3005099803-2010-02154, 3005099803-2010-02155, 3005099803-2010-02156, 3005099803-2010-02157 and 3005099803-2010-02159 address the other devices. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator, a leveen coaccess electrode system, and eight polyhesive patient return electrodes were used during a rfa (radiofrequency ablation) procedure in the pelvis on (B)(6), 2010. According to the complainant, during the rf procedure, a console error (p1) occurred twice. The first error appeared while ablating at 120 watts approximately seven minutes into the procedure. The physician changed all four pads, but the same error (p1) recurred. At this time, the physician partially retracted the electrode needle until roll-off occurred then re-deployed a few minutes later. The procedure was successfully completed with no patient burns. However, post procedure, brown marks were observed on the patient / gel side of each pad. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)